Manufacturer narrative:
A review of the manufacturing documentation for the ipg, sc-1132 (serial number: (B)(4)) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent a revision procedure to move the ipg to a different site because the patient found it uncomfortable. The patient was doing well postoperatively.